Event description:
Boston scientific received information via call-log regarding a non display payload and the field representative wanted to know the reason for this alert, thus a request was made for further information to technical services and engineering. Technical services and engineering analysis noted that the memory error was found in the device magnet information. The device payload failed and a memory error was found. Engineering discussed correcting the issue by placing a magnet on the device and then removing it, resulting in the device resetting. This type of issue was noted to not effect the device but latitude would not be able to process further device payloads. It was discussed by engineering ways to correct this issue, and complete a full device memory download. Subsequently, information was received that after the memory download a magnet was applied to the device and there was a loss of connection on the programmer screen. The communication with the programmer was restored after wired telemetry was used. A memory download of the device was sent for further analysis.

Manufacturer narrative:
Additional analysis of the device memory dump was conducted by engineers. It was concluded that there was one reset present (which was normal) and no faults recorded. The magnet data was restored to normal values. The analysis showed that there was no other issue present in the device and placing a magnet on the device to reset the device and this also should correct the magnet data and latitude should become functional. At this time there is no additional information and this device remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.